Event description:
Customer alleged while attempting to get into seat, the frame holding the seat broke. No injury alleged.

Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model 65650, serial number/date code (B)(4) is approximately 2 years and 8 months old. The owner's manual part number 1148077 rev f(feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female that is 5'1" current weight is (B)(6) (now pregnant) weight at time of the event was (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged malfunction; while attempting to sit on the seat of the rollator the frame holding the seat broke. No injury alleged the seat of the rollater is a weight supporting device and is a potential for injury.